Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since yesterday has been having the sensation like the device is being turned up and said that it is too strong. Patient said that yesterday they tried to adjust however unable to do so, keeps on getting the screen with circle with arrows in it with triangle in upper left corner. Patient said that she tried the different batteries . When asked, patient said that about 3 weeks ago, she had a fall and landed on her left side, right on the implant. Reviewed how to connect both with and without the antenna however the only screen patient received was the sync screen or splash screen. Patient even tried to just connect using the stim off button however only received the sync screen and splash screen. When asked, patient said has extra heavy duty batteries in the programmer. Reviewed recommended batteries and explained that the screens she is receiving indicates that this is related to batteries. The issue was not resolved through troubleshooting. Patient to make arrangements to get brand new aaa alkaline batteries and place those in, which should resolve the issue.  No further complications were reported/anticipated at this time.